Manufacturer narrative:
Date sent to FDA: 05/08/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 9/15/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted we took down inflammatory adhesions from within the sac. We also excised her mesh which was well incorporated on one side where the mesh was. The other side we had taken out some of her fascia with the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea and inflammation. No additional information is provided.